Event description:
It was reported that the customer's blood glucose level was high, but a specific value was unavailable. Cause was not known. The customer administered a correction bolus via the pump, and no further assistance was required as the caller declined a supplies or system check.